Manufacturer narrative:
The reported glidescope titanium video cable was returned to verathon for evaluation, along with the glidescope video monitor (gvm) used in the reported procedure. The verathon technical service representative began by evaluating the returned glidescope video monitor. When they connected the monitor to known, good, test, verathon equipment, the monitor produced a normal image. The monitor was determined by the verathon technical service representative to be functioning as intended. The verathon technical service representative next evaluated the returned glidescope titanium video cable. When performing a visual inspection on the returned glidescope titanium video cable, the verathon technical service representative reported finding damage to the cable's connector. Based on the damage found to the connector on the video cable the verathon technical service representative was unable to perform further testing to confirm or deny the initial reported image issue. Upon completion of the evaluation the returned glidescope titanium video cable was scrapped, and a replacement was sent to the customer as there are currently no repairs available for this particular device. The replacement cable along with the customer's glidescope video monitor (gvm) was returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. In the verathon glidescope operations and maintenance manual (omm) it notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device for damage and its functionality before every use.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image disappeared with vertical color bars appearing across the image. The procedure was completed using another verathon glidescope system, which was made readily available. No harm to the patient or user was reported.